Event description:
It was reported that following vascular interventional treatment, which included the deployment of three stents to the cx, the pt rhythm degenerated to unretractable ventricular fibrillation. Despite lengthy resuscitation, the pt died. It was reported that during the procedure, the pt was deteriorating towards a state of cardiogenic shock, with an ejection fraction of 15-20%. The three stents were reported to have been adequately apposed to the vessel wall; pre-intervention stenosis was reported as 95% post intervention 0%. It was reported that the pt outcome was not related to the use of the stents.